Event description:
The manufacturer received information reported by the patient's caregiver alleging that due to a malfunction (unspecified malfunction allegedly due to poor/lack of maintenance from the medical equipment provider) of the everflo oxygen device, the patient experienced an adverse event prompting emergency medical services (ems) to be contacted. Upon arrival and assessment by ems, the patient was found to have an spo2 of 71% while receiving oxygen therapy (unspecified l/min value) with a respiratory rate of 50 breathes per minute. The patient reported that he usually feels this way after exertion. The patient refuted any recent illness, pain, or nausea. Assessment by ems found the patient to be alert and oriented, able to obey commands. Chest auscultation found bilateral full field crackles and coarseness. An intravenous line was inserted successfully. The patient was given salbutamol 10 mg nebulized noted as effective, ipratropium bromide 500 mcg nebulized, dexamethasone 8 mg IV no effect, and oxygen therapy was reported as 8 l/min via nebulizer mask during nebulized medication administration and subsequent titration to 2 l/min via nasal cannula. Room air trials were also conducted with the patient. Status post treatments, the patient's monitored vital signs were blood pressure 141/84, respiratory rate 20-22, spo2 91-98%. The device has not yet been returned for evaluation. Good faith efforts methods are actively being pursued to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.